Manufacturer narrative:
(B)(4). Catalog # unknown as information was not provided but referred to as a cook celect vena cava filter implant datel unknown as information was not provided but implanted in 2009. PMA 510(k): as catalog# is unknown it could be either k061815, k073374 or k090140. Mfg date: unknown as lot# is unknown. Summary of investigation: no imaging or medical records provided and the exact reason for the all the struts of the filter to penetrate through the cava wall cannot be determined. Also, it is not possible to comment on one leg, which was noted to be in the patient's spinal column and another strut, which was noted to be fractured. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. Filter fracture of the wire is an uncommon, but known risk in relation to filter implant. Rpn and lot# are unknown, but there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: a (B)(6) years old female patient had a celect filter placed in 2009. On (B)(6) 2015 the patient presented with a reoccurring dvt. During flora it was noted that all the struts of the filter had penetrated through the cava wall. One leg was noted to be in the patient's spinal column and another strut was noted to be fractured. The filter is in 2 pieces and the fractured strut is still indwelled in the cava wall. The physician performed the procedure to address the threat of thrombosis and due to the patient's many health issues, released the patient. Patient outcome: the patient was released, no further intervention is scheduled.

Manufacturer narrative:
(B)(4). Catalog # unknown as information was not provided but referred to as a cook celect vena cava filter. Lot# unknown as information was not provided. Expiration date unknown as lot# is unknown. Unknown as information was not provided but implanted in 2009. As catalog# is unknown it could be either k061815, k073374 or k090140. Investigation is still in progress.

Event description:
Description of event according to complainant: a (B)(6) female patient had a celect filter placed in 2009. On (B)(6) 2015 the patient presented with a reoccurring dvt. During flora it was noted that all the struts of the filter had penetrated through the cava wall. One leg was noted to be in the patient's spinal column and another strut was noted to be fractured. The filter is in 2 pieces and the fractured strut is still indwelled in the cava wall. The physician performed the procedure to address the threat of thrombosis and due to the patients many health issues, released the patient. Patient outcome: the patient was released, no further intervention is scheduled.